Manufacturer narrative:
This report is submitted on 18 november 2019.

Event description:
It was reported that the patient's device was explanted for an unknown reason (date not reported). Additional information was requested but has not been made available as of the date of this report.